Manufacturer narrative:
Additional information was added to identify related report numbers.

Event description:
Proact device implanted both sides of the bladder neck. There was bleeding on the lt. Side of uretha, it waas concluded that the device migrated on left side. Device explanted lt. Side, new device implant to lt. Side.